Event description:
It was reported that the patient with this right ventricular (rv) lead had an echo that showed an effusion and underwent peri tap secondary to an assumed perforation. This lead was out of service. A new lead of the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an echo that showed an effusion and underwent peri tap secondary to an assumed perforation. This lead was out of service. A new lead of the same model was placed. No additional adverse patient effects were reported.